Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was no change of color in the indicator window of a 7f exoseal vascular closure device (vcd). Manual compression was used to complete the procedure. There was no reported patient injury. The procedure was performed using a retrograde method. The doctor is certified to use exoseal vcd. There are no obvious signs of damage to the device or packaging prior to use. The catheter sheath introducer used, including its manufacturer, model, and french dimensions, is unknown. Angiography to confirm the suitability of the femoral artery, including confirmation that the insertion angle of the vascular sheath introducer is 30 to 45 degrees. The diameter of the blood vessel is greater than or equal to 5mm, and there is no obvious calcium deposit, plaque, stent, or stenosis greater than 50% at or near the puncture site. Prior to the use of the exoseal vcd, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The deployment button was not pressed. After being removed from the patient, the plug did not come off the exoseal vcd device. Additional information was requested but not provided. The device was not returned as expected.

Event description:
As reported, there was no change of color in the indicator window of a 7f exoseal vascular closure device (vcd). Manual compression was used to complete the procedure. There was no reported patient injury. The procedure was performed using a retrograde method. The doctor is certified to use exoseal vcd. There are no obvious signs of damage to the device or packaging prior to use. The device was stored and prepped according to the instructions for use. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure. The catheter sheath introducer used, including its manufacturer, model, and french dimensions, is unknown. Angiography to confirm the suitability of the femoral artery, including confirmation that the insertion angle of the vascular sheath introducer is 30 to 45 degrees. The diameter of the blood vessel is greater than or equal to 5mm, and there is no obvious calcium deposit, plaque, stent, or stenosis greater than 50% at or near the puncture site. Prior to the use of the exoseal vcd, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. It was uncertain whether the indicator window showed any red color during retraction. The deployment button was not pressed. After being removed from the patient, the plug did not come off the exoseal vcd device. Upon removal of the device, the indicator wire loop was deployed and visible, with no anomalies noted. The exoseal vcd was used in an interventional procedure and was not attempted to be deployed outside the patient¿s body. The patient¿s status after the procedure was good. Other procedural details were requested but were not provided. The device was not returned as expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d9, g3, g6, h1, h2, h3 and h6. As reported, there was no change of color in the indicator window of a 7f exoseal vascular closure device (vcd). Manual compression was used to complete the procedure. There was no reported patient injury. The procedure was performed using a retrograde method. The doctor is certified to use exoseal vcd. There are no obvious signs of damage to the device or packaging prior to use. The device was stored and prepped according to the instructions for use. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure. The catheter sheath introducer used, including its manufacturer, model, and french dimensions, is unknown. Angiography to confirm the suitability of the femoral artery, including confirmation that the insertion angle of the vascular sheath introducer is 30 to 45 degrees. The diameter of the blood vessel is greater than or equal to 5mm, and there is no obvious calcium deposit, plaque, stent, or stenosis greater than 50% at or near the puncture site. Prior to the use of the exoseal vcd, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. It was uncertain whether the indicator window showed any red color during retraction. The deployment button was not pressed. After being removed from the patient, the plug did not come off the exoseal vcd device. Upon removal of the device, the indicator wire loop was deployed and visible, with no anomalies noted. The exoseal vcd was used in an interventional procedure and was not attempted to be deployed outside the patient¿s body. The patient¿s status after the procedure was good. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device, 7f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position, and the indicator wire was found deployed. A non-cordis catheter sheath introducer was returned inserted in the received unit. Finally, it was observed that the indicator window was returned in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever fully depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to assess the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported on the internal mechanism. A review of the manufacturing documentation associated with lot 18412497 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since functional analysis achieved full lever depression with successful deployment and window transition. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operators thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.